Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by customer's mother that the insulin pump alarmed motor error and no delivery. The customer's mother was able to rewind pump and pushed insulin with plunger, excited with no problem. Inserted it into the pump and no delivery occurred again. The customer's blood glucose was 410mg/dl. The customer was advised to revert to back up plan and pump will be replaced.